Event description:
It was reported that customer experienced high blood glucose level up to 560 mg/dL and sought care in emergency room (ER), where stay lasted about 12 hours. There was no reported presence of ketones, no injury, and no permanent damage identified by healthcare provider. Customer received intravenous fluids and insulin, which resolved issue; system and supplies check was completed, showing correct personal profile settings and proper insulin and supply use, and no further assistance was required.